Event description:
The doctor reported that implant was removed due to osseointegration failure approximately a month since the date of surgery. Bone type observed in the area was type 2, and oral hygiene around the site of surgery was moderate. During the surgery, peri-implantitis was observed.